Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -11.0/1.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting; refractive surprise; significant reduction of irido-corneal angles; pupil block; angle closure; elevated intraocular pressure; unreactive (fixed) pupil; blurred vision. On (B)(6) 2021 the lens was explanted. On (B)(6) 2021 a replacement lens of shorter length and different power was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: product evaluation-lens returned with moisture in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).